Event description:
It was reported that a patient experienced a (B)(6) infection after the implant of the implantable neurostimulator (ins) on (B)(6)-2011. It was stated that the whole system was removed. It was stated that the patient was on antibiotics for a month. Further information has been requested. If more information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot# v031485, implanted: 2007-(B)(6), product type lead product ID 37085-95, serial# (B)(4), implanted: 2011-(B)(6), product type extension product ID 37085-95, serial# (B)(4), implanted: 2011-(B)(6), product type extension product ID 3387s-40, lot# v031485, implanted: 2007-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).